Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. The reported event of a possible broken sensor wire was not confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a possible broken sensor wire occurring on (B)(6) 2015. Upon removal of the sensor pod from the patient's body, a portion of the sensor wire seen at the insertion site. The sensor was inserted at the abdomen on (B)(6) 2015. The patient was reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).